Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that sparks came out of the external paddles and holder when the user tried to perform a discharge test. There was no patient involvement or harm.